Event description:
It was reported to philips that the customer was unable to complete the procedure due to poor image quality. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the customer was unable to complete the procedure, and patient removed from allura lab and had to be reschedule. The procedure was completed by using another system. It was reported that the imaging was not satisfactory to complete the procedure. Upon further inspection, philips field service engineer (fse) confirmed that not all required software was installed on the system. Fse installed the software. After that, the system was returned to use in good working.